Event description:
It was reported that the patient presented for implant. During procedure, the left ventricular lead was extracted due to three guidewires getting stuck in the lead upon attempted insertion. The lead was not used and replaced with no issues. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.